Event description:
(B)(4). In 2014 experienced bleeding after intercourse andamp; pain then by (B)(6) 2015 needed to see dr again about pain andamp; bleeding post intercourse. Started getting stabbing pains in pelvic, sharp pain heavy periods and painful menstruation. Patchy skin on elbows and ears (psoriasis) device was initially provided by insurance in (B)(6) 2016 had to get a hysterectomy and removal of device pathology reported device projecting from serosal surface. Also mild chronic inflammation of cervix. Diagnosed with adenomyosis andamp; tiny paratubal cysts.